Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported to a company representative that the anterior vitrectomy cutter stopped cutting during a procedure. A replacement cutter was not available therefore the procedure was completed at a different facility by a different surgeon. There was no known harm to the patient. The product sample was retained. It was noted by the company representative that the sample expired in 2014 and the label was covered by different label. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One probe sample was returned for evaluation. A review of the related device history record indicated that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected and it was deemed conforming. Actuation testing was performed and it was deemed conforming. Aspiration testing was performed and it was deemed conforming. The root cause of the customer¿s complaint could not be determined. (B)(4).

Manufacturer narrative:
The date provided in the initial medical device report was incorrect. The correct date was (B)(6) 2016. (B)(4).